Event description:
A report was received regarding a compartmental pressure monitoring system that did not read/display an accurate measurement. The healthcare provider powered on the monitor in order to "zero out" the device. The probe was then inserted into the tibial region of the patient which gave a reading of 60mmhg. The health care provider determined by clinical suspicion that the reading of 60mmhg was too high and not consistent with the condition of the patient which was described as soft. After removing the probe from the patient the device display indicated 30mmhg. This is report #2 of 2 for the same event.

Manufacturer narrative:
A review of synthes device history record (DHR) review revealed that the probe for compartmental pressure monitoring system was processed per specification requirements. The lot was inspected and accepted to the synthes inspection. There were no mrrs, ncrs, or complaint-related issues with this lot. A manufacturing evaluation was conducted. The parts were received intact, no apparent damage. The supplier reviewed the device and determined that "no error was detected" they did comment that the battery voltage was low and that it was advisable to have the battery changed. The DHR review revealed that the parts were received in tolerance and passed the required functional testing at the supplier.

Manufacturer narrative:
Device was used for diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process.